Event description:
The reporter stated that in the summer of 2010, the patient experienced low blood glucose (bg) between 30 and 40 mg/dl with no signs or symptoms of hypoglycemia. The patient was reportedly treated with glucose tablets and food/juice. There was no reported medical intervention. The reported could not provide further details of the event. Troubleshooting could not be completed as the data in the pump from the time of the reported incident was not available for review due to continued pump use. This complaint is being reported due to the patient's alleged hypoglycemic event while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 10/01/2012. The pump was returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: testing found no insulin delivery defect with the pump. The pump was used after the original complaint date and all histories and black box data had been overwritten: testing was unable to adequately investigate the original blood glucose complaint. Review of the total daily dose basal delivery shows pump was delivering accurately up until the last date used by the patient. The pump was exercised for 29hours and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. Test boluses were correctly calculated and written to the pump history. Unrelated to this complaint, the pump booted up with a reddish tint to the display: a test display was inserted and the reddish tint did not travel to the test display.